Event description:
It was reported that the customer states that the pouches are leaking. It is unclear if troubleshooting was performed. It is unknown if lot or serial number was requested. No medical impact or medical intervention reported. Per customer via email on 10mar2026, it was reported that the original unit I called about was the yellow light appears without reason. Otherwise, it was functioning with no problem, I kept that unit and have not had any more issues with it. The replacement unit was not suctioning at the same level as the original unit the bed was wet. His clothing was wet during the day. I returned that unit the second unit that was sent was what was returned.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer states that the pouches are leaking. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Per customer via email on 10mar2026, it was reported that the original unit I called about was the yellow light appears without reason. Otherwise, it was functioning with no problem, I kept that unit and have not had any more issues with it. The replacement unit was not suctioning at the same level as the original unit the bed was wet. His clothing was wet during the day. I returned that unit the second unit that was sent was what was returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.